Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide.